Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no damage to the catheter or pushwire of the solitaire. The tip of the solitaire sheath was secured into the hub of the microcatheter.

Event description:
Additional information was received stating that the stent was stuck in the microcatheter and no action could be taken to resolve the solitaire resistance. The model of the catheter used was 150-5081-153. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire fr couldn't enter the proximal end of the microcatheter. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a middle cerebral artery ischemic stroke. IV tpa was not contraindicated. Patient baseline and post procedure scores were unknown. No passes with the device were noted. The patient¿s vessel tortuosity was normal. Stroke onset to reperfusion time was 90 minutes. During the middle cerebral artery thrombectomy procedure, the solitaire fr stent could not enter the microcatheter. The stent was replaced and the procedure was completed. The stent and microcatheter were prepared and used according to IFU requirements. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #: (B)(4): equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) drawing(s) referenced: n/a as found condition: the solitaire fr 6-30 stent device was returned for analysis inside the rebar 18 catheter, a dispenser coil, a sealed biohazard bag, and a shipping box. Damaged location details: the solitaire fr 6-30 stent¿s working and non-working length struts were in good condition. No irregularities were found outside the proximal marker. The marker coil was observed to be stretched under the ptfe outer jacket. The pusher wire appeared to be broken at the distal end of the buffer weld. The rebar 18 catheter tip and marker were examined, and no damage was found. The catheter body was in good condition. No voids or flashes were found on the catheter hub. No other anomalies were found. The broken end of the pusher wire was sent out for sem analysis. Testing/analysis: the rebar 18 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. It was tested by running an in-house 0.021-inch mandrel through the catheter hub and tip without issues. Due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. The broken end of the pusher wire was sent out for scanning electron microscopy (sem) failure analysis. The sem results showed that the broken end failed via ductile overload. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance¿ complaint was confirmed, as the pusher wire of the returned solitaire fr 6-30 stent device was found to be broken; additionally, the marker coil was stretched. The broken end of the pusher wire failed via ductile overload. The damage likely occurred when the customer attempted to advance or retrieve the solitaire fr 6-30 stent device through the rebar 18 catheter against resistance. Therefore, the root cause was that the rebar 18 catheter was incompatible with the solitaire fr 6-30 stent device, as it had a labeled inner diameter (ID) of 0.021 inches. Per the solitaire fr instructions for use (IFU): "solitaire fr 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027 inches." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.